Manufacturer narrative:
(B)(4). The device and lead system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system experienced a superficial infection at the implant incision. The patient was hospitalized and treated with intravenous antibiotics. It was reported that the infection was not believed to be caused by the device or leads, but was due to the implant procedure. No additional adverse patient effects were reported.